Event description:
It was reported that the customer was hospitalized for one night with high blood glucose over 400mg/dl. The caller mentioned that the customer had bent cannulas. The father stated that the customer did not use the insulin pump for a month. It was mentioned that the doctor confirmed that the infusion set was an issue. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.